Event description:
It was reported following angio-seal deployment, a hospital staff member cut the tamper tube in half, leaving a section in the puncture track. The deployment occurred in 09/01; the date of the subsequent surgery to remove the tamper tube is unknown. The deploying physician was certified in proper deployment techniques at the time of the event; however, training records were not available for the hosptial staff member who removed the tamper tube.